Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral customer lasik treatment. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2009-00033. Postoperatively, this patient exhibited a 1 diopter overcorrection in the right eye. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device. Additional information provided by the surgeon indicates this patient may be accommodating through the overcorrection. There are no plans to enhance the patient, but the surgeon expects he may have to do so in the near future.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.